Event description:
A hospital in (B)(6) reported that the opt546 adult optiflow cannula was causing pressure ulcers on the patient's ears.

Manufacturer narrative:
(B)(4). Method: the complaint opt546 adult optiflow cannula was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, investigation of similar complaints and our knowledge of the product. Results: the hospital reported that the patients had no comfort issues. A lot check could not be performed as the lot information was not provided. Conclusion: without the return of the complaint device we are unable to determine the cause of the reported problem. However, over tightening the head strap or incorrect sizing of the cannula may cause pressure sores. The user instructions that accompany the opt546 adult optiflow cannula state the following: "ensure nasal cannula is sized correctly and does not create a seal in the nares." Since the reported incident an fph representative has scheduled a visit to the hospital to answer any questions and to provide additional training on the correct size and fitting of the adult optiflow cannula.